Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. There was no reported adverse impact to the customer. Reportedly, the customer experienced improvements in connectivity when wearing the pump and transmitter on the right side of the body.